Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for via phone call for critical pump error. The customer¿s blood glucose was 189 mg/dl. Customer reported that they received a critical pump error image on the pump screen. Customer reported that no any pump error(s) was displayed before the critical pump error image was displayed on the screen. Advise the pump will need to be replaced. Advise to discontinue use of the pump and recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error/open book image alarm, problem isolated to electrical board. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error/open book image alarm.